Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which the caller had not done within the last 24 hours. After resetting, the malfunction code did not recur, and the customer was informed they could continue using the pump. The caller was advised to call back if the issue happened again and acknowledged the instructions.